Event description:
It was reported that the customer experienced high blood glucose (bg) of 517 mg/dl due to turning off the pump. Customer administered manual injections to address bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.